Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. These are known adverse events addressed in the product labeling.

Event description:
Patient reported being injected with "14 units" of [unspecified] juvéderm® voluma¿ into the "forehead, temples, under eyes and round mouth". 1 week post injection, patient presented with "big red swelling round both eyes, it's not responding to treatment". Patient's surgeon first thought it was an infection and put patient on antibiotics but this made no difference, then tried water tablets but this also made no difference. Patient got a second opinion from a different hcp who said "the filler should be taken out". Symptoms are ongoing.